Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-28, lot# va0jvs0, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was implanted on (B)(6) 2014 and was "trying to urinate and did four ounces, but still seemed to need more and could not." The patient's friend or family member wanted to know if this was common and if the patient would need to be catheterized. The health care provider further reported that there was a 50 percentor greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. Reprogramming was not needed. The patient was doing better now and was able to void just fine. The patient's post-operative appointment was on 2014-08-11. No troubleshooting, interventions, or other actions were taken to resolve the event. The patient recovered without permanent impairment. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.